Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17733630l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: pentaray navigational catheter, us catalog #: d128208, lot #: 17727677l, soundstar 10f catheter, us catalog #: unknown, lot #: unknown. Non biosense webster, inc. - st. Jude medical brk-1 transseptal needle. Non biosense webster, inc. - st. Jude medical agilis sheath. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Pacing was performed in the right ventricle. Double transseptal puncture was performed. Mapping and pacing were performed in the left atrium using the thermocool smarttouch unidirectional sf catheter and the pentaray navigational catheter without incident. During mapping phase, after the pentaray navigational catheter was placed in the left ventricle for pacing maneuvers, the patient became hypotensive and a pericardial effusion was detected via intracardiac echocardiography (ice). Pericardiocentesis yielded 1760 ml of fluid. Protamine and k-centra were administered for anticoagulant reversal. Patient was transferred to the intensive care unit (ICU) for observation. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician did not provide a causality opinion. Double transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. A st. Jude medical agilis sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. Patient received anticoagulant (heparin) during the procedure with activated clotting time (act) maintained within normal limits. There is no information regarding shaft proximity interference value. Thermocool smarttouch unidirectional sf catheter was not in close proximity to another catheter. Thermocool smarttouch unidirectional sf catheter was not zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.